Event description:
The customer reported that the cine runs appear burned out and the images are too dark.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep could not reproduce the issue. He reseated the cine bridge pcb and all connections to the pcb. He recorded multiple cine runs without issue. The system operates as intended.